Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a pregnant female patient with chest pains. The customer states that I-stat result was 0 and a lab reading was 1.5. The patient was discharged based on I-stat result and called back in and admitted based on the lab reading. There was no additional patient information at the time of this report. "Cardiac troponin I is reported to be unaffected by normal pregnancy but can be elevated in hypertensive disorders of pregnancy and pre-eclampsia." Reference: petrie et al. A cautionary tale [?] False-positive troponin I in pregnancy. Quarterly journal of medicine: an international journal of medicine, 2011. 104(5) 439-440 there are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 11/07/2017. Retain and return product was tested and functioning according to specification.

Event description:
Na.